Event description:
The following has been reported: pump was brought to biomed shop, tagged "needs services. Running infusions, no issues as of yet. No patient harm. Reviewed logs and found multiple failures. A review of the logs has allowed fresenius kabi engineering to review and identify the following issue: mechanical hardware failure (vr decoupled) reporting due to referenced issue. No adverse effects were reported. The device was received back for investigation. Overnight testing of pump was unable to replicate problem using same pumping settings as problem infusion, nor when testing different admin sets and different pumping speed combinations. Research into logs did not reveal any unexpected resistor behavior during testing. Pump performing as expected, recommend returning to inventory. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.